Event description:
The product was used during an unspecified procedure. Reportedly, the instrument prefied and jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. The device could not be functionally tested as it was returned fully fired. No abnormalities were observed.